Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 4 months due to perivalvular leak. Per the op report, "it is difficult to ascertain exactly where the perivalvular leak was; however, I think it was in the area just underneath the right coronary cusp where we had previously had to repair a rent in the annulus. The new valve went in nicely and there was no perivalvular leak. The mr which was moderate to severe when we started the case was only moderate when coming off. The patient came off pump without any problem... The patient tolerated the procedure well and brought to the ICU in stable condition."

Manufacturer narrative:
It was reported that the valve was explanted due to perivalvular leak (pvl). Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In this case, the op report documents the leak occurring due to a rent in the annulus which was previously repaired. Although the root cause of this event cannot be conclusively determined without the sample device, it appears that this event was due to patient and procedural related factors. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.